Manufacturer narrative:
E1: patient city: (B)(6) patient country: hong kong h11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in hong kong it was reported that the patient faced low blood glucose event on (B)(6)2024. The blood glucose level of the patient was 3 mmol/l. The patient was hospitalised where the patient was given glucose and carbohyderates. No further information was available